Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. It was reported that the screwdriver was broken. It was reported that it was a zfx02hld28 screwdriver. We have no summitted lot number. There was no part submit. The customer did not submit images for the reported event. Because no batch number has been reported in the complaint a DHR review cannot be performed. It is not possible to confirm the origin of the incident. As a possible root cause an incorrect handling or as well an often usage of the screwdriver may be assumed. Nevertheless, a root cause cannot be established securely by lack of further information on the applied procedure at the dentistry. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the screwdriver fractured at the tip without any effort during the prosthesis placement procedure. Procedure was completed.